Event description:
It was reported to bsc that "the physician noticed that during the procedure, the button for rf starts/stop didn't work correctly, because to stop the rf, the button had to be pushed more than one time. For this reason, it was difficult to control the rf erogation. At the end of the procedure, the patient was stable."

Manufacturer narrative:
Investigation is currently being conducted, a follow up report will be submitted upon completion.